Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that aortic dissection and patient death occurred. The patient was referred for a transcatheter aortic valve replacement (tavr) procedure following diagnosis of severe symptomatic aortic stenosis. Anatomical assessment tests revealed severe tortuosity of the iliofemoral access vasculature and an extreme vertical aortic valve lie. A hemi-sternotomy was performed from the suprasternal notch into the right second intercostal space. There was considerable bleeding from the chest wound and surrounding structures early in the procedure and prior to the direct aortic puncture; requiring transfusion of packed cells and other volume expanders. Of note, there was continual minor bleeding from the access site requiring ongoing haemodynamic support. Several sites of minor bleeding were identified and either clipped or cauterized during the operation. The aorta was punctured with a non bsc needle and a short j-tipped wire placed. A short 8f sheath was then inserted into the aorta. The aortic valve was crossed with a straight wire and then exchanged for an amplatz stiff-wire with a shaped curve via a pigtail catheter. Balloon valvuloplasty was then performed using an 8mm balloon. The 8f sheath was then removed and the direct aortic puncture site was dilated prior to insertion of the 25mm lotus¿ valve system. The lotus delivery catheter was positioned across the aortic valve and deployed under fluoroscopic guidance. The initial device position was marginally high on the non-coronary cusp so the device was re-sheathed, repositioned and re-deployed at an optimal position 3-4mm below the native annulus. Aortography at this point showed an optimal position, patent coronary arteries and no para-prosthetic aortic regurgitation. The valve was therefore locked and released. The final aortagram appeared very good and no complications were detected. Adequate haemostasis at the aortic puncture site and from the surrounding field took some time to achieve. Bleeding from a right internal mammary laceration was also identified and managed successfully at this point. The minor ongoing bleeding required further blood product replacement and was complicated by haemodynamic distress and acidosis. The surgical field was ultimately closed in layers after haemostasis was achieved. Two drain tubes were inserted and placed on suction. In ICU it was noted that there was significant output from the drains so the patient was taken back to operating room due to significant blood loss, acidosis and hypothermia. An apparent aortic dissection was identified on transesophageal echocardiogram, which extended back to the pericardial space. This was deemed to be unsalvageable. The patient passed away that evening.